Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk915r - kerrison det130 deg up 4mm 200mmreg. The instruments in the set, upon receipt, were properly washed and lubricated preoperatively. According to the complaint description, seven of the devices used were noted to be completely stuck and failed (during surgeries). The procedures occurred during the week of (B)(6) 2020. Postoperatively, the sales representative could not disassemble the devices. One of the devices (serial # (B)(4)) was noted to be super loose and the top sliding portion was noted to be bent where it meets the footplate. There was reportedly no surgical delay and no harm to the patients during the multiple surgeries. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4)). Associated medwatch-reports: 9610612-2021-00040 ((B)(4) + fk915r), 9610612-2021-00041 ((B)(4) + fk916r), 9610612-2021-00042 ((B)(4) + fk914r), 9610612-2021-00043 ((B)(4) + fk913r), 9610612-2021-00044 ((B)(4) + fk914r), 9610612-2021-00028 ((B)(4) + fk914r), 9610612-2021-00027 ((B)(4) + fk960r).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable no malfunction or serious injury.